Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during an anterior and posterior repair + sacrospinous hitch + tension-free vaginal tape insertion procedure performed on (B)(6) 2016 to treat incontinence. As reported by the patient's attorney, on (B)(6) 2017, the patient underwent a range of minor procedures. A cystoscopy was performed, and the surgeon noted some mild inflammation on the left-hand side of the trigone which the surgeon diathermies. He also dilated the urethra as it was quite tight and either of these might have been a cause for the patient's urgency. The surgeon then performed a hysteroscopy as there was a fleshy polyp and it was not clear whether this would have been a cause of the bleeding. The final part of the procedure was to treat mesh erosion. The vaginal skin was dissected off the mesh and was sewn up in a linear fashion.